Event description:
It was reported that the pump reset unexpectedly. Reportedly, the customer loaded a new cartridge and resumed insulin delivery successfully. Customer¿s blood glucose level was 219 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.